Manufacturer narrative:
Concomitant medical products: product ID 97755, serial#: (B)(4), product type: recharger. Product ID: 97745, serial#: unknown. Product type: programmer, patient. Product ID: m943899a, serial#: unknown. Product type: accessory. If information is provided in the future, a supplemental report will be issued.

Event description:
On 2020-07-10 (B)(4) (con, rep): information was received from a consumer and a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins). It was reported that the patient had difficulty charging since december 2019, but it had gotten worse the last 4 months. The patient would get no device found, the controller would freeze, and recharging stopped so they had to reboot. The recharge screen showed excellent, but the reps interrogation showed that recharge quality was poor/fair. The rep stated that the ins was at a slight angle. The patient didn't have equipment with them to check the recharger speed, but it took 3-4 hours to recharge from 30-100%. When charging the relay box would get hot and the recharger didn't appear damaged. No symptoms were reported. On 2020-07-15 (B)(4), rpl 272653 (con, rep): additional information was received and it was reported that the patient received the recharger, however they thought they should have been sent a controller. They were getting errors and it was taking 4-5 hours to charge the implant. The patient said they were charging excellent, but instead of taking 40 minutes to go from 30-100% it took 5 hours. The patient didn't wear the belt, and they lay on their side and tuck it under the bed. They used to wear the belt, but it was worse for movement. They were charging excellent and the controller showed 100% and the ins was 40%. They cleaned the controller connector and did a passive charge and they were getting 96%. The ins was charged to 70% and the patient would see how charging the way she did would go. On 2020-07-24 e1 (rep): additional information was received and it was reported the cause of the angled ins wasn't determined and the issue was not resolved. On 2020-08-12, e1 (rep): additional information was received from rep who reported that patient is having battery revised. Replacement of recharger didn't resolve the issue.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported the battery revision date was (B)(6). Additional information was received from a manufacturer representative (rep). It was reported that the rep was not sure if the angled ins issue resolve. Patient post-op appointment was completed today, covering rep reported no issue.